Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a patient developed an infection at the generator site. The patient was put on antibiotics; however, approximately 2 weeks later, the generator appeared to be extruding from the incision site. Follow up with the physician revealed that there were no reports of trauma or manipulation and the cause of the infection/extrusion is unk. Cultures were taken and came back positive (B) (6). The patient's generator was removed and the patient will be reimplanted in a few weeks after the infection clears. The explanted generator was returned to the manufacturer; however, device evaluation has not been completed at this time. The DHR for the generator was reviewed and sterility prior to shipment was confirmed.